Event description:
The hospital reported, that during the preparation for an endoscopic vein harvesting procedure, when the hemopro device was initially connected, the device tip overheated and the jaws coating melted. A replacement hemopro device was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation results: investigation was completed and it was observed that the jaw boot was thermally damaged. This indicated that the jaws had experienced elevated temperatures at one point in time and could have been a result of an intermittent circuit failure. The reported observation was confirmed. Lot history record review was completed for the product, there was no nonconformance associated with the lot number. Manufacturing personnel will be notified.